Manufacturer narrative:
The tech isolated the issue to worn seals on the head hi/low and manual trend valves. He replaced the head hi/low up and down valves and the manual trend valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting down slowly.